Manufacturer narrative:
(B)(4). It was reported that a male patient underwent a pulmonary vein isolation (pvi) ablation procedure for paroxysmal atrial fibrillation with a navistar® thermocool® catheter and suffered a cardiac tamponade requiring pericardiocentesis. In addition, when the catheter was curved, the proximal electrode of the distal pair would become black and severe signal interference (noise) would occur on the distal bi-pole. No error displayed on the system. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for carto 3 functionality and it was recognized by the system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Then the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Additionally, a deflection and an irrigation test were performed and the catheter passed the tests. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a male patient underwent a pulmonary vein isolation (pvi) ablation procedure for paroxysmal atrial fibrillation with a navistar® thermocool® catheter and suffered a cardiac tamponade requiring pericardiocentesis. When the catheter was curved, the proximal electrode of the distal pair would become black and severe signal interference (noise) would occur on the distal bi-pole. No error displayed on the system. Cable was replaced and the issue persisted. Multiple attempts have been made to obtain clarification to this portion of the complaint. However, no further information has been made available. This event is not MDR reportable because the risk to the patient is low. At the end of the procedure, post-ablation phase, a tamponade was detected. Pericardiocentesis yielded an unspecified amount of fluid. Patient improved when the procedure was completed. There is no information regarding extended hospitalization. It was noted that during the procedure, the patient was in sinus rhythm with frequent premature atrial contractions (pacs). Factors cited that may have contributed to the adverse event include not using a contact force-sensing catheter. Physician¿s opinion regarding the cause of the adverse event is that it was related to a product malfunction. Transseptal puncture was performed with an unspecified needle. There is no sheath information. Generator was in power control mode. There is no information regarding generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury. Irrigated catheter flow was set on 17 ml/min while ablating at less than 30 watts and 30 ml/min while ablating at greater than 30 watts. Patient received anticoagulant during the procedure with activated clotting time maintained in an unspecified range. There were no errors reported on any bwi equipment during the procedure.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 08/15/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).